Event description:
An investigation of the report was conducted by our quality engineering group. One sample was returned. Visual inspection found the valve cracked along its female luer. No mfg defects were observed. House retains from lot #092310 were examined & all were found to be acceptable. No cracks were observed on any of the retains. Poly carbonate is a good choice for luer connections & is not normally effected by contact with common drugs & solutions. However, conditions of use are very important. Excessive tightening of luer lock connections can result in the stress in the hoop direction from the wedging action of the male luer taper. These could develop into cracks.